Manufacturer narrative:
Unit received with cracked screen window and cracked case at the display window corner. Unit passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test. Pump received with normal operating currents. No battery issues noted. No motor error alarm noted. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump alarmed motor error, battery does not last long, and cracks on the insulin pump. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
The inform the section "date received by manufacturer" was incorrect with the initial report. The correct information has been provided with this report.